Event description:
The nurse reported leakage at the terminal end of the luer lock connector. The patient and the nurse were both exposed to the drug. There was no patient outcome, but it was the incorrect patient therapy. The nurse replaced the disposable set and the third set was okay. The investigation included a free flow, tightness and visual investigation. There were no samples received from the customer, but testing was done on a retain sample there were no any non- conformities identified. The production documents also showed no deviations related to the complaint issue and there are no other documents complaints in regards to this batch. Due to no return sample a detailed investigation could not be performed without the affected sample.